Event description:
A malfunction alarm was reported with the code malf 16. There was no adverse impact to the customer's blood glucose level. The customer was instructed to put the pump into storage mode before returning it to tandem, and they planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.